Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for <10 colony forming units (cfus) of pseudomonas aeruginosa and 10 cfu of micrococcus in the flushing/brushing suction biopsy channel. The flushing/brushing suction biopsy, flushing air/water, and auxiliary channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the device tested positive for: sampling date: (B)(6) 2024. Sampling from: air/water, biopsy and suction channel. Cfu: <10cfu. Bacterial identification: pseudomonas aeruginosa. Cfu: <10cfu. Bacterial identification: pseudomonas spp. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: >100cfu. Bacterial identification: pseudomonas aeruginosa.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lm final investigation. The lm reviewed the customer provided cds processes and could not find information to judge deviation from instructions for use (IFU). The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is possible that the reprocessing may have been insufficiently conducted. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.